Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot 232383768); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that difficulty recapturing the sleeves of a pipeline flex with shield technology stent was encountered with a phenom 27 microcatheter that had distal end damage. The patient was undergoing dense mesh flow diversion surgery. It was noted the patient's vessel tortuosity was normal. Internal carotid artery (ica)-m1 artery access vessel diameter was 2.5-3.25 mm. Post deployment of the pipeline, the physician attempted to recapture the distal wire of the device, however, encountered difficulty recapturing the sleeves. The distal end of the microcatheter was damaged. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).